Event description:
Rvtip to rvcoil lead impedance warning on 30-dec-2022, measured 190 ohms, threshold is 200ohms (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).